Manufacturer narrative:
Updated the evaluation method code grid to "device not returned".

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The date received by mfg in MFR report number 3030677-2024-00445 should be 01/30/2024.